Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that when opening the implant, the surgeon saw there was a rough portion on the side of the tibia. On the underside of the same side of the tibia, the finish appears to be fractured portraying a series of small cracks.